Manufacturer narrative:
Note: target lesion was cx/lm bifurcation. Device is not approved for use in the left main in the u.s. Implanted -not returned to manufacturer.

Event description:
Attempted to deploy tryton, felt resistance when trying to get it to come out of the 6f guide catheter. Guide catheter was a 6f medtronic launcher jl3.5 shape. Could not get it to cross lesion, when attempting to pull back into guide to further pre-dilate target lesion, the tryton stent came off of the balloon. The tryton stent was crushed against profunda vessel wall and covered with another stent (intervention using dk crush technique). A subsequent tryton stent was not used. Patient survived. No death. No serious injury. Target lesion: cx/lm bifurcation. Was a guide liner used? No. Type (shape) of guide catheter was used: medtronic launcher fl3.5. Degree of calcification: none. Degree of tortuosity: none.